Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to voiding dysfunction and recurrent sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, infection, and other. It was reported that the patient underwent a gynecological procedure and a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2005 and underwent an excision of portion of that sling on (B)(6) 2006 due to sui and urethral obstruction. It was reported that the patient underwent cystoscopy and revision of previously placed pubovaginal sling with urethrolysis on (B)(6) 2011 due to voiding dysfunction. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.